Manufacturer narrative:
End user was moving mattress and cut leg on corner edge where rail attaches to slot. End user treated injury from home and no further medical attention was needed.

Manufacturer narrative:
(B)(4). MFR. Report # 1531186-2013-03805 indicting the date facility/importer was aware as (B)(4) 2013. The correct awareness date is (B)(4) 2013.

Event description:
User cut leg on bed when moving mattress.